Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient stated they were driving, felt low and pulled over. The patient indicated they missed the low alert and called for an ambulance. While the patient was waiting for the ambulance, they went unconscious. The paramedics administered the patient with glucose and was picked up by her husband to go home. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.